Event description:
No additional information has been received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Safety release damaged. Safety release damaged and uncut washer. Unblemished device (a) arrived with the handles open and with the safety detached; damage was found on the shrouds where the safety is assembled. It appears that an attempt was made to fire the device with the safety engaged; this can result in an incomplete firing stroke. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The anvil was missing, the breakaway washer was not present and there were no staples present. As the original anvil was not received, further investigation with the original anvil could not be performed. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. Device b arrived with the safety damaged. The device was received without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke. It appears that an attempt was made to fire the device with the safety engaged; this can result in an incomplete firing stroke. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that the device was used during a left colectomy. With the first device, it fired, but the anastomosis was not complete; one completed donut and unable to find the second donut. Tested the anastomosis with betadine and found to be leaking. The anastomosis was cut out and the second device was pulled. The second device was fired and at that point, the device expanded and broke apart and the anastomosis was not formed. This resulted in the patient requiring a colostomy. Unsure if the colostomy is temporary or permanent. The patient remains hospitalized. Additional information being requested.